Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that during follow-up the CT scan showed there was a proximal type I endoleak present. Per the physician the cause of the endoleak is unknown. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.